Manufacturer narrative:
This isd implant was sold for temporary use and sold non-sterile. Vp evaluated failed implant and determined the implant was torqued too strongly, above the recommended amount. There was no sign of any manufacturing defects.

Event description:
Dental implant broke in patient's mouth. The break was in the middle of the threaded part of the implant, about 5mm from the bottom. Upon breaking, the top part was easily removed, however, the bottom half had integrated into the bone, and had to be removed by the doctor. Patient had pain from sore gum tissue, no serious injury was caused. Patient was placed on regular recall and doctor replaced implant.